Manufacturer narrative:
The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). Machine functional checks were performed. No system issues were identified during the on-site evaluation. Functional testing performed by the res confirmed that the unit was operating properly. No malfunction of the 2008t hd machine observed or identified during the on-site evaluation. Follow-up information was provided which confirmed that the 2008t hd machine was returned to service at the user facility without issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. No medical records were made available; therefore, there is no way to confirm a causal relationship between the 2008t hemodialysis (hd) machine and the adverse event. The investigation into the cause of the patient incident was not able to confirm an issue which would have resulted in the adverse event.

Manufacturer narrative:
(B)(4). The post market surveillance is in the process of requesting medical records and treatment data sheets related to this event. The plant investigation is in process. A supplemental medwatch will be submitted upon conclusion of this activity.

Event description:
A facility biomedical technician telephoned technical support requesting field service to evaluate a 2008t hemodialysis (hd) machine removed from service after a patient adverse event. Follow-up information, provided by the facility registered nurse (rn), revealed that a chronic hemodialysis patient, who receives hd treatment 3 times per week, experienced cardiac symptoms shortly after initiation of their therapy. No further information has been made available regarding the nature of the cardiac symptoms. The patient did not lose consciousness during the event. The hd treatment was terminated, and then the patient was taken to the hospital's emergency department via stretcher. The patient was admitted to the hospital, but has since been discharged and has resumed his regularly scheduled hd treatments with no further reported issues. The rn attributed the event to the patient's past medical history which was described as "acute coronary syndrome." No issue with the 2008t hd machine was alleged, observed, or identified, prior to, during, or following the patient's hd treatment. Additionally, the nurse stated that the machine passed all pre-treatment tests. Following the event, the machine was removed from service for evaluation. A fresenius regional equipment specialist (res) performed as on-site evaluation of the unit. Functional testing performed by the res confirmed the system was operating properly. No malfunction was observed or identified during the device evaluation and no part replacements or system calibrations were required. The unit was returned to service at the user facility without issue.